Event description:
I have a nevro hf-10 spinal cord stimulator. It has had problems recharging and a rep was sent to look at it. Twice during that visit I had high powered shocks down and throughout my spinal cord. Today it started the charging problems again. It had them on 2 of the 3 programs. When I switched back to program 1, my main program, I again had what felt like a high powered electrical jolt throughout my spinal cord. FDA safety report ID# (B)(4).